Event description:
It was reported that during a video gastroplasty procedure on the 1st firing, the device locked. It is unknown how the procedure was completed. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Crimp the analysis results found that the 6tb45 device a was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the 6tb45 device b was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. A blue cartridge reload was received for analysis. The cartridge was received fully fired. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). F5tt8f a batch record review was performed and no anomalies were found during the manufacturing process.